Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had open book image on the screen. Troubleshooting was performed. A broken force sensor was detected during seating or regular delivery error was also displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.